Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's keys on the insulin pump were sticking. The customer's blood glucose was unknown. The customer's mother stated she would call back and report. Nothing is being returned or replaced at this time.